Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of occlusion from the reservoir. The customer's blood glucose reading was unknown. The customer stated that the no delivery did not occur during manual prime. The customer was advised of the no delivery and its possible causes. The customer stated that the alarm was resolved by a complete set change. The customer stated that the cannula was slightly bent. The customer will be sent a replacement reservoir.